Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Reviewed the last 5 blood results in the meter memory: 1) lo, (B)(6), 11:23 am, before eating 2) lo, (B)(6) 10:30 pm, + 2 hours after eating 3) lo, (B)(6) 10:20 pm (another person) 4) lo, (B)(6) 11:37 pm, +2 hours after eating 5) lo (B)(6) 11:41 pm, +2 hours after eating no adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).